Manufacturer narrative:
The device has not been returned yet for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient evens and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.